Manufacturer narrative:
Conclusion: the device has not been returned for evaluation. Based on limited information, including no identification of the relevant lot number, a relationship between the event and the artia could not be determined. Due to lack of information, artia as a contributing factor cannot be ruled out. Multiple attempts to obtain additional information are being made, including the identification of the lot number as well as clarification of the extrusion. To date, the lot number associated with this event remains unknown; therefore an internal investigation into the device history records could not be performed. Should additional information be reported, a follow up adverse event report will be submitted. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported that a patient who underwent a sub-pec, unilateral reconstruction with two artia devices had extrusion through the inferior pole with redness and inflammation. The patient had no wound healing issues prior. The tissue expander was removed and a biopsy of the artia was taken. The artia that did not incorporate was debrided. It was also reported that the artia was "half there". This complaint is associated with the second of 2 devices implanted in this patient. Refer to medwatch (B)(4) for the first device implanted with this patient.

Event description:
This is a follow up #2 to report biopsy specimen results performed by a non-allergan contract lab. The final results were received by allergan on (B)(6) 2019. It should be noted that it is unknown which implanted artia device was sampled; therefore the results are included in both this MDR as well as MDR 1000306051-2018-00164. Refer to relevant test and data. As reported in the initial: it was reported that a patient who underwent a sub-pec, unilateral reconstruction with two artia devices had extrusion through the inferior pole with redness and inflammation. The patient had no wound healing issues prior. The tissue expander was removed and a biopsy of the artia was taken. The artia that did not incorporate was debrided. It was also reported that the artia was "half there". This complaint is associated with the second of 2 devices implanted in this patient. Refer to medwatch 1000306051-2018-00164 for the first device implanted with this patient.

Manufacturer narrative:
Specimen of the device was evaluated by a contract lab, and not the manufacturer; therefore selected as no. Conclusion: the biopsy specimen reviewed by the contract lab concluded that the artia adm was considered to have advanced integration after implantation for approximately 3 months. Based on the limited information, including no identification of the lot number, a relationship between the event and the artia could not be determined; however the device performed as expected. To date, the lot number associated with this event remains unknown; therefore an internal investigation into the device history records could not be performed. Should lot number information be reported, a follow up adverse event report will be submitted.

Manufacturer narrative:
As reported in section b5, the surgeon confirmed that the patient was implanted with only 1 artia device; therefore there is no complaint against a second device.

Event description:
This is a follow up #2 to report corrected information received by the surgeon on 06/feb/2019 that only 1 artia device was implanted in this patient; therefore there is no complaint against a second device. All relevant event information regarding the implanted device is captured under medwatch 1000306051-2018-001641. As reported in follow up #1: this is a follow up #1 to report biopsy specimen results performed by a non-allergan contract lab. The final results were received by allergan on 17/jan/2019. It should be noted that it is unknown which implanted artia device was sampled; therefore the results are included in both this MDR as well as MDR 1000306051-2018-00164. Refer to b6. As reported in the initial: it was reported that a patient who underwent a sub-pec, unilateral reconstruction with two artia devices had extrusion through the inferior pole with redness and inflammation. The patient had no wound healing issues prior. The tissue expander was removed and a biopsy of the artia was taken. The artia that did not incorporate was debrided. It was also reported that the artia was "half there". This complaint is associated with the second of 2 devices implanted in this patient. Refer to medwatch 1000306051-2018-00164 for the first device implanted with this patient.